Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-04693 & 1627487-2017-04694. It was reported the patient complained he had not had effective stimulation therapy since he was implant with his scs system. Follow up identified the patient had his scs system removed.